Event description:
It was reported that, "revised due to consistent squeaking and resonance with persistent discomfort noted about apex."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.